Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (10941u), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the first pin on teh truespan 24 degree peek device would not go thru on soft tissue in knee joint. It was unknown if there was a delay in surgery due to the reported event. There were no patient consequences. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that both plates were completely out of the applier needle, they do not show structural anomalies. Additionally, the sleeve was cracked at the distal end. The device had foreign matter, presumably biological matter. No other anomalies were noted. To test its functionality, the red trigger was pressed several times and it worked as intended, it was verified that the pusher shaft slide without anomalies. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. As per the instructions for use, 1) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants. The implants are fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history review: there was no non-conformance regarding this lot.